Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient said when they checked the device they saw the data lost message. During call patient was able to connect to the ins and did not see the data lost message. Patient saw the therapy screen and stim was off. Patient was able to turn stim on and increase stim to a comfortable level. Patient had access to all 7 programs and was able to activate MRI mode. Agent did not ask about the circumstances that led to the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.